Manufacturer narrative:
On 26-oct-2016 additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was too deep and the charger would not communicate. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was too deep. The patient will undergo a pocket revision procedure.